Event description:
A bipap a40 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log stating the failure of the outlet pressure sensor. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the error. Additionally, the device was visually inspected, and foam particles were observed. A not-reportable program execution error code was found in the device's error log. The pca needs to be replaced to resolve this error as well.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU.